Manufacturer narrative:
Lot #12368507: UDI (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to component migration.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. The procedure was concluded without any reported complications and the patient was reported to have tolerated the procedure. Around (B)(6) 2017, a three year follow-up computed tomography scan identified proximal migration (distance unknown) of the contralateral leg component implanted into the patient¿s right common iliac artery. It was reported the distal end of the contralateral leg component lost circumferential wall apposition within the artery causing the limb to migrate proximally. As a distal type I endoleak was not identified, it was reported the physician has elected to monitor the migration and not intervene at the present time.